Event description:
During the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the pt's device had been disabled due to breathing difficulties. It was reported that the pt was taken to the emergency room two weeks after implantation because pt could not breathe. It was dettermined that the device settings were programmed to a level that the pt could not tolerate. The device was programmed to off and was never re-programmed back to on. The device has not been explanted. The pt's family member refused to have the device programmed back to on due to risk of breathing problems. Further follow-up revealed that the pt was breathing too fast and this is the reason pt was taken to the emergency room. The ER physician recommended a tracheostomy. The family member did not want this to be performed. The ER physician contacted the pt's neurologist who programmed the device to off. When the device was programmed to off, the fast breathing stopped. Attempts to obtain additional info have been unsuccessful to date.